Event description:
Revised a left knee triathlon tibial insert due to posterior poly wear due to a pcl rupture and subsequent subluxation.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding wear involving a triathlon insert was reported. The event was confirmed via evaluation of the provided photographs. Method & results: product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs indicated that it is worn in the area upon which the femoral condyles articulate. Explantation damage also observed. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to poly wear. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs indicated that it is worn in the area upon which the femoral condyles articulate. Explantation damage also observed. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised a left knee triathlon tibial insert due to posterior poly wear due to a pcl rupture and subsequent subluxation.